Manufacturer narrative:
The exact event date is unknown. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had his inflatable penile prosthesis (ipp) implanted eight years ago. The device has not been working properly for the last two months. A mechanical failure is suspected. The patient will be scheduled for a replacement procedure. No patient complications have been reported at this time.